Event description:
Per the customer the patient had a starting hemoglobin of 10 and it dropped to 6 post-op and the patient required blood transfusions. The triton noted a qbl of 653 for this case but that does not correlate with the patients drop of h/h. The procedure was completed successfully without a surgical delay.

Manufacturer narrative:
Correction: follow-up report submitted to document the device was not available for evaluation. H3 other text : the case data for the device not submitted by the customer.

Event description:
Per the customer the patient had a starting hemoglobin of 10 and it dropped to 6 post-op and the patient required blood transfusions. The triton noted a qbl of 653 for this case but that does not correlate with the patients drop of h/h. The procedure was completed successfully without a surgical delay.